Event description:
Information was received from a case manager regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patients device had been replaced due to non-compliance with charging. No patient symptoms or further complications were reported as a result of this event.